Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that system fault 41,541 occurred 2 0 0 3, system fault 41,541 occurred 1 0 0 3 and system fault 41,541 occurred 3 0 0 3 were recorded in history. During analysis, the customer's problem was unable to be duplicated. Service will replace the latch lock optic flex sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41514 and moisture was noted in the screen. No patient was involved in this event. No adverse effects were reported.